Event description:
It was reported via medwatch (B)(4) that the wire sheared through the sheathing. A 190cm filterwire ez was selected for use. During preparation, it was noted that the wire sheared through sheathing. There were no patient complications reported.